Event description:
The customer reported a fluid leak of approximately 100ml from a cytomics fc 500 flow cytometry system. The leak was not contained within the instrument and no error messages were reported with this event. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse troubleshot the problem and found the source of the leak was fitting #39 located in the lower pneumatics drawer. This tubing is connected to the flowcell and supplies sheath to the flowcell, which is non-biohazardous. The fse replaced the fitting, which resolved the issue. (B)(4).